Event description:
On june 10, 1999 safeskin corp was served with the following lawsuit: plaintiffs claim alleges the following: plaintiff has suffered physical injury and damage, including, but not limited to severe and irreversible type-1 latex allergy. Which is believed to be permanent and life-threatening. Plaintiff has also suffered physical injuries, pain and suffering, humiliation, loss of enjoyment of life. Lost wages, lost earning capacity, medical expenses, medical monitoring expense, embarrassment and humiliation, fright and apprehension and emotional distress, all of which are believed to be permanent.